Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
H6 - adverse event problem - corrected device code to reflect patient stopped charging their ipg.

Event description:
Additional information revealed that the patient stopped charging their ipg as recommended, rendering their ipg inoperable.

Event description:
It was reported that the patient's ipg was inoperable. Patient lost therapy about 3 months ago. It is unknown if the ipg depleted prematurely. As a result, the ipg was explanted and replaced on (B)(6) 2021. The patient has effective therapy post operatively.